Manufacturer narrative:
Manufacturer's analysis indicated that the external pulse generator (epg) had broken output connectors. It was also indicated that the lower case and hanger were broken and the keypad window was scratched. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manu facturer's analysis. There was no patient involvement.